Event description:
It was reported that after changing the pico dressing, when reapplying the pump all lights were solidly illuminated. The patient received a replacement pump within an hour to continue treatment. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated, visual inspection reported no fault found. The functional evaluation found the device failed to generate negative pressure, establishing a relationship between the device and the reported events. The root cause identified as a defective pump. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.